Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02535. It was reported that one day post implant, during device check of an asymptomatic patient, it was determined that the right ventricular and right atrial leads had dislodged. The right atrial lead was explanted and replaced with the existing ventricular lead and a new longer lead was implanted in the right ventricle. The patient was stable before, during, and after the procedure.